Event description:
The user reported the device falling off while walking outside. No injury occurred.

Manufacturer narrative:
Product failed when pin came loose from lock when user was walking outside. Product had been in use for 4 months. Minor wear was identified on locking plate and locking pins. Product wear is a known disadvantage with ratchet lock where unhardened guide plate may have been more susceptible to a binding effect between similar stainless-steel material and subsequent faster wear down. CAPA is in progress and improvements have been implemented.